Event description:
It was reported that an ilet user experienced persistent hyperglycemia after multiple infusion set changes, with blood glucose values in the high 300s and episodes of vomiting, and the user reported moderate ketones; the issue appeared temporally related to supply changes with noted difficulties deploying insets, though no bent cannulas or visible defects were observed, and the user received coaching on avoiding use of meal announcements to correct highs and was advised to contact the healthcare provider. Symptoms included no documented clinical signs, symptoms, or conditions beyond the reported hyperglycemia and vomiting. Outcomes included no health consequences or long-term impact documented. Investigation included communication with the user, analysis of information provided by the user and trainer, and troubleshooting and education. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.